Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The p select ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent row 7, stent struts were lifted. The undamaged section of the crimped stent outer diameter was measured using snap gauge and the result was 0.0430". This result is within the maximum crimped stent profile measurement. A visual examination of the stent found that on distal stent row 7, stent struts were lifted. The undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0430". This result is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. As part of the analysis the device was loaded on a recommended 0.014'' guidewire and inflated without issue to rbp 16 atm (atmospheres). The device deflated within 4 seconds which is within deflation time specification as per dfu. Deflation time was recorded using stopwatch. The inflation device was verified before and after use using a druck pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed 19 july 2018. It was reported that the drug-eluting stent could not be placed. A 3.5 x 20mm promus premier select drug-eluting stent was being used during a procedure, and the physician was unable to place the device. It was noted that the targeted lesion was calcified and the stent couldn't expand. The procedure was completed with a different device and there were no patient complications. However, the returned device analysis revealed stent damage.